Event description:
It was reported that the hand piece was about to be used during a laparoscopic sigma procedure and the hand piece became hot. Case completed with another hand piece. No patient consequence.